Event description:
It was reported that a revision surgery was performed due to a left poly exchange.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. Our clinical/ medical team noted that no relevant clinical medical information was provided to conduct a thorough medical assessment. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.